Event description:
Suture was used to close fascia during a cesarean delivery. An abdominal evisceration was diagnoseed on post-operative day seven. Upon re-exploration, suture alleged to have failed. Internal control number is: 9600653-00. Ref FDA access #4001436.